Manufacturer narrative:
The tandem user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump ultimately shut off. Subsequently, the pump was turned back on and a malfunction alarm occurred. Customer's blood glucose (bg) level was 572 mg/dl. Manual injections were administered to address bg level. The customer continued to use manual injections as alternate insulin therapy.